Manufacturer narrative:
(B)(4).teleflex received an incomplete device for investigation. The reported complaint that the catheter became stuck in the sheath is not able to be confirmed. The sheath in question was not returned for investigation. The iab bladder membrane passed dimensional and functional inspection. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) could not pass through the sheath during use on a patient. As a result, the iab was replaced to complete the treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not pass through the sheath during use on a patient. As a result, the iab was replaced to complete the treatment. There was no report of patient complications, serious injury or death.